Event description:
It was reported that during procedure, part of the fiber was stuck in the console's fiber port. It was noted that the stuck piece of fiber had broken from the rest of the fiber. Field services had indicated that the fiber was damaged or faulty, and the user fired the laser and caused the fiber tip to get very hot. Thus, leading to the fiber to fuse in the fiber port/lens cell of the console; the console requires a replacement lens cell. There is no information about patient outcomes despite good faith efforts. This record addresses the fiber.